Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed, because the system logs are not available at this time.

Event description:
It was reported, that the patient underwent an ion endoluminal lung biopsy procedure. And the procedure was completed without issues. After undocking the ion system, the nurse anesthetist noticed, that the patient went into torsades (a type of polymorphic ventricular tachycardia). A pericardial thump was done, and the patient¿s heart rhythm stabilized. There was no cardiopulmonary resuscitation done. And no shock was given. The patient underwent cardiac catheterization, and no significant findings were seen. The patient was already admitted, prior to the lung biopsy procedure. The patient remained intubated overnight, and was hospitalized for 2 more days for observation. The patient did not have any history of cardiac conditions. The patient had a known history of metastatic melanoma with metastasis to the brain and lungs. The physician was unsure if the adverse event was device related or if the event would have likely occurred via another modality. There was no device malfunction associated with the event.